Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto® 3 system and there was a map shift with no error message, no patient movement and no cardioversion issue occurred. While creating the post-voltage map, there was a significant map shift. There was no error message or alert on the carto® 3 system and the patient had not been cardioverted. They were able to complete the case as they were near the end of the procedure. There was no patient consequence reported. Additional information was received. The system did not provide an error. They remapped after ablation and noticed a significant shift while creating a post-voltage map. The issue was seen after ablation. Approximately a 3-4mm shift to the right occurred. A cardioversion was not performed and the patient did not move. Picture was provided. The map shift with no error message, no patient movement and no cardioversion was assessed as MDR reportable.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto® 3 system. While creating the post-voltage map, there was a significant map shift. There was no error message or alert on the carto® 3 system and the patient had not been cardioverted. The issue was seen after ablation. Approximately a 3-4mm shift to the right occurred. A cardioversion was not performed and the patient did not move. They were able to complete the case as they were near the end of the procedure. There was no patient consequence reported. The investigation was completed on 15-dec-2022. The biosense webster field service representative confirmed that it was unable to test v 7.5 and could not repair the ee software issue. Files were sent to the device manufacturer. No biosense webster field service representative visit was required. Ra for documentation only. The reported issue was investigated by the device manufacturer under investigation request. The data related to reported issue was provided to the device manufacturer. It was found that from initial build of the fast anatomical mapping (fam), mapping and ablation, the chest patch changed their position by 4-7 mm. This was not accompanied with back patch compensation. The heart and the torso moved like the chest patch without compensation. Conclusion: map shift resulted from a non-compensated patient movement. The issue is related to user error. The system is ready for use. The complaint history of the system was reviewed. A manufacturing record evaluation was performed for the system #14637, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).